Manufacturer narrative:
Exemption number e2014021. B. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical internal report number (B)(4). The instructions for use of the product have been checked and the following side effects are listed: in very rare cases, there may be a mild burning sensation after application of prontosan®, but this usually dissipates after a few minutes. Prontosan® can cause allergic reactions such as itching (urticaria) and rashes (exanthema). In rare cases (less than 1 out of 10,000), anaphylactic shock has been reported. The product quantities in 2016 for prontosan wound irrigation solution were over (B)(4) units. No negative trend can be observed. We continuously monitor product incident reports to identify trends which might affect the quality of our products. We will maintain this report for future reference and continue to monitor other reports for similar nature. No samples were sent for analytical investigation. Batch documentation was checked: no relevant deviations were reported during the productions process. All parameters met the required specification. If additional pertinent information becomes available, a follow up report will be submitted. H3 other text : no sample available.

Event description:
As reported by the user facility: prontosan 350ml solution was used to rinse the surgical site during the thoracoscopy, thyroid surgery, before closer. After irrigation for 20 minutes, the patient experienced anaphylactic shock. He had general swelling, including extremities and face, his blood pressure dropped to 43/31 mmhg. The heart rate was 140 bpm. He received anti-allergic treatment with dexamethasone, volume expansion and epinephrine. The patient recovered soon after rescue, but still needs further observation.